Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. A root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. During product history review, no exception documents were found.

Event description:
It was reported that when the tubing was rinsed, blood was jetted out of the device's collection membrane that was placed on the patient. Blood splashed into the eyes of a nursing staff. No patient incident.